Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The bullet needle snapped when trying to suture through the cervix. The needle was retrieved and there was no harm to the patient.

Manufacturer narrative:
(B)(4). The device history record of batch number 74c1600647 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. An attempt to duplicate the failure mode was not made due to at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause.

Event description:
The bullet needle snapped when trying to suture through the cervix. The needle was retrieved and there was no harm to the patient.